Event description:
It was reported that following a fall, the pt had no stimulation in his left low back. Also, there was an impedance of >4000 ohms on some of the bipolar pairs. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.